Event description:
Healthcare professional reported the following against an unknown side. Physician put implant into the pocket of the patient, then decided to remove the implant to do a little more work on pocket, the physician applied pressure on the upper pole of the breast to bring implant closer to the opening to pull the implant out, and while applying pressure, the implant ruptured. The ruptured implant was removed and a back up device was used.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: while applying pressure intraoperatively, the implant ruptured.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "ruptured". This record is for the right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/05/2024.

Event description:
Healthcare professional reported ¿once the implant was placed in the patient¿s breast pocket the implant ruptured. ¿the ruptured implant was removed and a back up device was used.

Event description:
Healthcare professional reported ¿once the implant was placed in the patient¿s breast pocket the implant ruptured. ¿the ruptured implant was removed and a back up device was used.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ broken device: observed broken device assessed as surgical damage. No further actions are required as no manufacturing issues are observed.